Event description:
Customer alleged a pt expired while on an advanta bed. The pt's family alleged that the restraint strap caused the pt death. Hill-rom does not manufacture a restraint strap for the advanta bed.